Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the middle portion of the lead was returned in one piece. Final analysis found an external insulation abrasion at 3.3 cm to 4.3 cm from one end consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.